Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The patient was hospitalized for the event. It was unknown if the patient was treated with antibiotics for the event. At the time of this report, the patient has recovered and discharged. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.